Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of a pinching feeling in her low back. Reprogramming of the patient's scs system was attempted, however, the patient stated she felt stimulation only in the right low back. An x-ray taken showed the subcutaneous lead model 3163 had migrated to the right side. Follow up identified surgical intervention was taken and the lead was replaced.

Event description:
Follow up information obtained identified the reported issue has been resolved.